Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a gradual increase in high out-of-range shock lead impedance measurements on the right ventricular (rv) lead. A defibrillation threshold (dft) testing was performed and it was noted that the dft failed to convert. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned, while the ICD was explanted. Both products were successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a gradual increase in high out-of-range shock lead impedance measurements on the right ventricular (rv) lead. A defibrillation threshold (dft) testing was performed and it was noted that the dft failed to convert. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned, while the ICD was explanted. Both products were successfully replaced. No additional adverse patient effects were reported.